Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation of the pacemaker, premature elective replacement and end of life indicator was recorded. A firmware download was performed to clear the false alerts. There were no complications before, during or after the download. The patient would continue to be monitored.